Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding disorder"). The patient was treated with surgery (hysterectomy and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder and pelvic pain with essure. The reporter commented: essure was removed due to patient's wish. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 11.048 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.